Manufacturer narrative:
On 11/21/2019, mentor became aware that the lot number field was inadvertently left blank in the initial submission. Hence, has been updated on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rippling, local reaction, and device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent revision breast augmentation with a 465cc mentor memorygel breast implant on both sides and was presented with severe rippling upper pool cleavage, very visible, local reaction and device migration. As a result, the devices will be explanted, and replaced on (B)(6) 2019. This report is for the patient¿s right-sided device.